Event description:
It is reported that the device was implanted in 2006. Post-op thirty four days later, patient complained of pain. Device shown to be stable in x-ray. In august 2006, lag screw was sliding to acetabulum and cut-out. Revision surgery was then performed one week later.

Manufacturer narrative:
Evaluation summary: the lag screw exhibits heavy gouging marks in spiral direction on outside diameter indicating lag screw rotated while making constant contact with sliding nail cap screw. Initial post-op x-rays indicate devices were intact. Final x-ray shows that neck of the femur collapsed. The exact cause for this incident cannot be determined. Probable causes are: sliding nail cap screw was not seated inside lag screw "groove" which may have locked instead of allowing sliding. Based on "normal" patient activity level, the neck would have collapsed due to high load acting on the femoral head portion. Evaluation: returned lag screw exhibits several striations around shaft and gouging to edges of grooves which can be felt with fingernail. Device meets dimensional specifications where measured and device history records indicate the product was manufactured to specification.